Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis or pump history confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (electronic board). After disconnecting and reconnecting the internal battery connector at electronic board. Pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The patient's blood glucose at the time of incident was 176 mg/dl. After the power error, the insulin pump blacked out. The power error had previously occurred and a new battery cap was sent to the customer. However, the battery cap did not resolve the issue. The insulin pump was returned for analysis.